Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic procedure, when attempting to release the loop attached to the polyp, the metal rod on the handle of a single use ligating device was bent which made it impossible to detach the loop. As such, medical intervention was undertaken wherein the handle was cut off and a pair of scissors were used to cut the loop. No reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). The subject device was manufactured on december 2022 year based on the provided 3 digit lot information "2zv". However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the reported events might be one of the following: mechanism 1: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no patient harm due to the device malfunction and the procedure was successful. Additionally, the customer reported the procedure was indicated due to a polyp. The procedure was prolonged, and the examination was performed without an anesthetist (examination without anesthesia/prolongation of anesthesia was not necessary). The procedure was completed using a similar device. The extension did not affect the patient's health and the patient's condition after the procedure is good. The situation was repeated for the 3rd time (no additional information provided).